Manufacturer narrative:
Device evaluation: the pump has been returned and evaluated by product analysis on 19-nov-2019 with the following findings: a review of the black box and alarm history showed no evidence of basal or bolus delivery malfunctions. The basal total daily dose record indicated the pump was reaching target delivery daily. The bolus history showed four cancelled boluses due to user abort command. During evaluation, the pump passed delivery accuracy test and was found to be delivering accurately and within range. The complaint of an inaccurate delivery issue could not be duplicated; no delivery or bolus defects were found. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Event description:
On 19-jun-2019, the reporter contacted animas, alleging a history/settings (inaccurate delivery) issue. There was no indication that the device caused or contributed to an adverse event. This complaint is being reported because there is an allegation against the delivery function of the pump.